Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device fell on the floor and was damaged, and his blood glucose elevated to approximately 500 mg/dl due to not having insulin. Patient attempted to correct hyperglycemia by drinking water. Patient was taken to the hospital for assistance, but he refused to stay in the hospital overnight. Patient is blind. Infusion device was replaced and requested for evaluation. Additional information was not provided.